Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for failed back surgery syndrome. Information was reported that the caller stated that the patient's device doesn't work anymore. The caller didn't have any additional information. No further complications were reported. No patient symptoms were reported.